Manufacturer narrative:
Additional information was received that the reason the patient was given an injection was for new diagnosis and treatment which was not device related.

Event description:
A report was received that the physician had some injections for the patient for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the physician had some injections for the patient for an unknown reason.